Event description:
It was reported that the patient presented in the ER with loss of capture and high impedance. Lead dislodgement was found via x-ray. Patient had been using a rowing machine for exercise 2 weeks post-implant. When pocket was opened, the lead appeared to be damaged due to the suture sleeve. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.